Event description:
It was reported that the rv lead was explanted due to an apparent lead fracture. It was also noted that the lead impedance fluctuated from less than 200 ohms to greater than 4000 ohms. No patient complications were reported as a result of this event.